Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating. The technical support specialist (tss) dialed in to station, ran disk cleanup, verified 8.16 gb of free space on the c: drive, and performed a full sync on the station. The customer confirmed resolution via email, and the fse noted that the communication and sync issues were successfully resolved remotely by the support agent. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device displayed a not communicating status despite shown as online on remote smart service. The system also indicated low disk space and required a restart. The device was restarted twice; however, the issue persisted, and staff reported being unable to access medications for patient procedures, impacted patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.